Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena could not be further presumed, as the subject device was not returned to the legal manufacturer, so its condition could not be thoroughly checked. It was not possible to further identify the root cause and the cause of the phenomena from the information obtained in the investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the ultrasound connector had a leak. The device evaluation found that forceps elevator adhesive was missing around the forceps cover, and adhesive was missing around the pink probe. Additional findings include the following: the forceps cover had chips / scratches, the pink probe had scratches, the bending section cover adhesive had a crack, the light guide lens cement was peeling, the insertion tube had minor surface scratches, the grip had a customer label, the light guide tube had minor buckling / surface scratches, the scope connector had a customer label, the ultrasound connector was loose, and the up / down / right / left control knob movement was loose. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope makes a terrible load noise when connected to the leak tester. No visible leak was seen during the cleaning, but the scope could not be disinfected in the medivator due to the errors. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: forceps elevator adhesive was missing around the forceps cover and adhesive was missing around the pink probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.